Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to fracture of prosthetic neck (right). Additional information received "06/0382016." Added incident date (B)(6) 2014 and revision date (B)(6) 2014.